Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they dropped the insulin pump in the water and none of the buttons were working. The customer was currently in the emergency room to treat for high blood glucose because they did not have any back-up plan. Troubleshooting was not performed. The insulin pump will not be returned for analysis.